Manufacturer narrative:
The sample was rec'd on 03/12/07 and is currently being decontaminated. Upon receipt of the sample from the sterilizer, and completion of the investigation, a supplemental report will be submitted.